Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10: concomitant med products and therapy dates: broach handle device, (B)(6) 2023 d1, d4, g4, h4: the product code is unknown. Therefore, the brand name, catalog number, lot/serial number, unique identifier( UDI), and the manufacture date are unknown. E1: the surgeon¿s phone number was not provided. However, the reporter¿s name, phone number and email address was provided as (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: the product code is unknown. Therefore, the gtin is unknown and the UDI cannot be generated.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the actis broach device had become stuck to the broach handle with a bent trunion, preventing it from securely locking onto any broach or kincise handle. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.